Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer checked the c501 analyzer and determined the na electrode was defective. The customer replaced the electrode and ran patient sample comparisons with the c501 and c311 analyzers. The analyzer was working within specifications.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module and a cobas 4000 c (311) stand alone system. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 129 mmol/l. The sample was repeated on the c311 analyzer, resulting in a value of 159 mmol/l. The reporter did not know what result was correct, but stated the eventual correct repeat value was no longer a critical value. The c501 analyzer serial number is (B)(4). The c311 analyzer serial number is (B)(4).